Event description:
Tubing was found to be detached from the sensor when the product was opened. There was no patient complications reported.

Manufacturer narrative:
The device was returned and evaluated. Kit appeared unused. The tubing was broken off from the bond joint with the female connector (attached to zero-stopcock). The broken tubing was bent near the bond joint. Adhesive filled up all the gap around the flared portion of the connector tube housing. Excessive adhesive was also evident on the broken end of the tubing.